Event description:
It was reported that the patient was presented in the hospital. Interrogation of the patient's implantable cardiac monitor (icm) revealed a diagnostic anomaly. The clinic will continue to monitor the patient. No intervention performed and no patient consequences was reported.